Manufacturer narrative:
B5: updated. H6: patient code added.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and 27mm watchman flx pro closure device and delivery system (wds) were selected for use. The 27mm wds was prepped, advanced, and successfully deployed in the laa. Approximately five (5) hours post procedure, while the patient was in recovery, the patient developed a pericardial effusion. The physician stated that the patient stood up to go to the restroom and immediately had chest pain. The patient's blood pressure dropped, and an echocardiogram was ordered which revealed a moderate pericardial effusion. A pericardial drain was placed and 140ml of bright red fluid was drained. The patient was admitted to the hospital and kept overnight for monitoring. It was further reported that cardiac tamponade occurred.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and 27mm watchman flx pro closure device and delivery system (wds) were selected for use. The 27mm wds was prepped, advanced, and successfully deployed in the laa. Approximately five (5) hours post procedure, while the patient was in recovery, the patient developed a pericardial effusion. The physician stated that the patient stood up to go to the restroom, and immediately had chest pain. The patient's blood pressure dropped and an echocardiogram was ordered which revealed a moderate pericardial effusion. A pericardial drain was placed and 140ml of bright red fluid was drained. The patient was admitted to the hospital and kept overnight for monitoring.